Event description:
It was reported that the patient presented to the clinic after receiving an alert. Episodes of non-sustained rv oversensing due to myopotentials inhibition were observed. Programming changes were recommended.